Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support (cts) performed a log review and found battery was operating as intended. Multiple attempts were made by cts to obtain additional information regarding the issue; however, no response was received from the customer.